Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 88 mg/dl at the time of incident and the current blood glucose level was 425 mg/dl. The customer was declined troubleshooting. The customer stated that the blood glucose level kept on rising after eating salad. Customer decided to go to emergency room to check the blood glucose level. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.